Manufacturer narrative:
The investigation determined vitros ahbc (B)(6) results were obtained from in-house control samples tested on a vitros 3600 immunodiagnostic system. Root cause for the event could not be determined. Although there is no evidence a vitros ahbc reagent performance issue or an instrument malfunction had contributed to the results, due to limited data, they could not be completely ruled out.

Event description:
An ortho clinical diagnostics technical support scientist became aware of (B)(6) vitros ahbc test results obtained from two in-house quality control fluids when using a vitros 3600 immunodiagnostic system. Sample 1 vitros ahbc result: (B)(6). Sample 2 vitros ahbc result: (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The (B)(6) vitros ahbc test results occurred on in-house quality control fluids used for internal testing and there is no report of affected patient samples. No allegation of patient harm was made as a result of the event. (B)(4).